Manufacturer narrative:
(B)(4). Correction to remove statement "data download log was provided by the patient and reviewed for evaluation on 01/13/2017. Complaint for 050 initializing screen without manual restart could not be confirmed. The root cause could not be determined post investigation." (B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no physical damage was observed. The receiver was stuck on the initializing screen, shutdown and re-initialized continuously. An interior inspection was performed and the inspection passed. Due to the device perpetually rebooting, the reported event of an initializing screen without a manual restart was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that the receiver initialized without a manual restart on (B)(6) 2017. There was no report injury or medical intervention. No additional patient or event information is available. Data download log was provided by the patient and reviewed for evaluation on 01/13/2017. Complaint for 050 initializing screen without manual restart could not be confirmed. The root cause could not be determined post investigation.